Event description:
A medtronic ave s670 rapid exchange stent delivery system of unknown model and size was inserted into a pt's arterial vasculature. The stent was reported to have dislodged from the stent delivery system. The stent remains in the pt's arterial vasculature. Despite repeated attemtps to get more info regarding this event, there is no further info available from the user facility.